Event description:
Additional information was recieved from the company representative stating that the patient underwent catheter revision on 04/16/2024. A seroma was identified around pump. Pump connector on collar was "peeling". Pump segment appeared to grow into some scar tissue and kinked. The healthcare provider (hcp) subsequently replaced the entire pump segment and successfully aspirated the catheter afterwards.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the volume discrepancy and inability to aspirate was unknown. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the catheter revision was scheduled for 2024-04-16. No additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative and confirmed with the physician indicated that yes the event resolved once the pump segment was replaced. It was aspirating perfectly.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving morphine (0.8mg/ml at dose 0.03842mg) via an implantable pump. The indications for use were unknown. It was reported that the patient had a refill last week, and per the patient, their interrogation showed that they should have had 6.9ml of drug left in their pump; however, when pentec pulled the old drug out, they had 37ml of drug left. The healthcare provider (hcp) performed a dye study. They were unable to aspirate and could not push dye through the catheter. The hcp planned on performing a catheter revision; however, it was not scheduled at this time. It was unknown if the issue was resolved. The patient's medical history was asked but unknown. The patient status was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.